Manufacturer narrative:
Product investigation: the ams 800 device was visually and microscopically examined. No leaks were found. The pump and cuff performed within specifications. The balloon was not functionally tested as original pressure is unknown. Product analysis could not confirm the urinary incontinence and erosion. There is no objective evidence the device was used contrary to product labeling per the IFU ams 800 system; therefore, no updates to the document are required at this time. The IFU lists urinary incontinence and erosion as potential adverse events.

Event description:
It was reported that the patient was scheduled to have a removal and replacement surgery involving an artificial urinary sphincter (aus) due to recurring incontinence. During the procedure the physician noticed on cystoscopy that the patient had erosion of cuff into the urethra and aborted the reimplant. All the aus components were removed and nothing was implanted due to the erosion. The physician was going to let the patient heal around a catheter and come back in the future to do a reimplant. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Event description:
It was reported that the patient was scheduled to have a removal and replacement surgery involving an artificial urinary sphincter (aus) due to recurring incontinence. During the procedure the physician noticed on cystoscopy that the patient had erosion of cuff into the urethra and aborted the reimplant. All the aus components were removed and nothing was implanted due to the erosion. The physician was going to let the patient heal around a catheter and come back in the future to do a reimplant. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.